Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned to manufacturer.

Event description:
Customer reportedly received results of 508 mg/dl and 215 mg/dl within 10 minutes on the mobile system. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips.